Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 30may2019. A power management (pm) board returned to the failure investigation lab for evaluation. An investigation was performed and the reported issue was confirmed. The root cause was isolated to a component (u11). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the system would not power on. The customer attempted to power the unit on while plugged into (alternating current) a/c and unit would not power on. Reportedly, the unit was unplugged and the customer attempted to power the unit on with internal battery and unit would not power on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.